Event description:
It was reported the pt has been unable to receive adequate coverage due to his programs auto-reducing. An impedance check revealed several invalid contacts. Reprogramming attempts to address the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.